Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy1539 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "at approximately 10:30 am today, (B)(6) 2022, there was an equipment issue with a midline device. Md attempted to insert a midline into patient. The device malfunctioned, dr called surgery to aid in the removal of the midline from patient, which was successful. No injury to patient; patient denies pain; va duplex of the affected limb ordered. We recovered the device."

Event description:
It was reported "at approximately 10:30 am today, (B)(6) 2022, there was an equipment issue with a midline device. Md attempted to insert a midline into patient. The device malfunctioned, dr called surgery to aid in the removal of the midline from patient, which was successful. No injury to patient; patient denies pain; va duplex of the affected limb ordered. We recovered the device."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an equipment issue with a powerglide pro was confirmed but the cause is unknown. Three photographs were returned for evaluation. The 18g x 10cm powerglide pro contained residual material in the lumen of the catheter, indicating the device had been used. A guidewire fragment was visible in the photographs. The fragment contained a complete break in the inner core and outer coil wires. The coil wire on the guidewire was unraveled and elongated. It is possible that complications with device deployment contributed to the guidewire damage. Damage to the guidewire can occur if the guidewire is forced against the sharp edge of the needle bevel causing it to shear. However, without the physical sample, the device could not be microscopically examined, tactility evaluated, or dimensionally analyzed. Therefore, the exact root cause could not be determined. H3 other text: evaluation findings are in section h11.